Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector disconnected. During an unknown process step, the IV tubing became disconnected from the connector and the valve was observed ¿stuck inside¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted damage in the luer activated device. The reported condition was verified. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.